Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation and the device has not been made available for an evaluation. If the device later becomes available for an evaluation, then a supplemental report will be submitted once the final evaluation is complete.

Event description:
A FDA medwatch was received in which a customer reported: "the vent was alarming. When I walked in the patient's room the vent read "vent inop" and was no longer ventilating for the patient. I also smelled a burnt smell coming from the vent." Additional information was later received from the customer that clarified that there was no patient harm or injury as a result of the reported event.